Event description:
User received erroneous co2 results for 13 patient samples and incorrectly reported erroneous results for approximately 12 of the 13 patient samples. User provided results for 13 patient samples, 4 were discrepant. Sample 1, initial result gave 20.0 accompanied by a data flag and was auto repeated giving 30.9 mmol/l accompanied by a data flag. The sample was repeated a second time on other p module (p6) at the site giving 35.1 mmol/l accompanied by a data flag, and this result was reported out. Sample 2, initial result gave 12; repeated on module (p6) gave 21 mmol/l. Sample 3, initial result gave 18; repeated on module (p6) gave 25 mmol/l. Sample 4, initial result gave 19; repeated on module (p6) gave 27 mmol/l. Initial results were reported for patient's samples 2, 3 & 4. No patients were treated based on the reported results. The user stated they were able to process corrected reports prior to patient evaluation. Co2 reagent lot number # 14904400. The customer cleaned the probe and found a large amount of gel on the probe. The field service representative determined the cause of the event was the dirty sample probe. The customer cleaned sample probe, ran calibration and controls, and performed a patient correlation run between their two analyzers. All results were acceptable. System was verified to be operating within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.